Event description:
Boston scientific received information that right atrial (ra) pacing impedance measurements were greater than 3,000 ohms with no capture. Oversensing was observed, which was also reproduced during isometric testing. The patient implanted with this device reported symptoms of an increase in fatigue and shortness of breath for approximately two to three weeks. An invasive revision procedure was performed and the device was explanted due to normal battery depletion. The ra lead was explanted and replaced. No other complications were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.